Event description:
Reportedly, after firing the instruments, excessive bleeding occurred. Therefore, the procedure was converted to an open procedure to control the bleeding and complete the case. Procedure: lung resection.